Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation however, five photos were provided. Three of the five photos were duplicates. One photo showed a dialyzer's product label laying on its side, where the fibers appear to be streaked. The second photo showed the product label of the dialyzer being held, where the fibers appeared to be streaked. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s facility administrator (fa) reported that at the initiation of a patient¿s hemodialysis (hd) treatment, a 2008t hemodialysis machine alarmed for low venous and arterial pressures. It was noted that the dialyzer was completely white, not the usual pink color. Fresenius bloodlines were also in use. Treatment was stopped and the patient¿s blood not returned. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded, but a photo is available.

Event description:
A user facility¿s facility administrator (fa) reported that at the initiation of a patient¿s hemodialysis (hd) treatment, a 2008t hemodialysis machine alarmed for low venous and arterial pressures. It was noted that the dialyzer was completely white, not the usual pink color. Fresenius bloodlines were also in use. Treatment was stopped and the patient¿s blood not returned. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded, but a photo is available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s facility administrator (fa) reported that at the initiation of a patient¿s hemodialysis (hd) treatment, a 2008t hemodialysis machine alarmed for low venous and arterial pressures. It was noted that the dialyzer was completely white, not the usual pink color. Fresenius bloodlines were also in use. Treatment was stopped and the patient's blood not returned. The patient's estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded, but a photo is available.

Manufacturer narrative:
Additional information: d10 concomitant product: fresenius 2008t hemodialysis machine.